Event description:
Allegedly german surgeon advised he had approx. 10 screw breakages this year.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4).